Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had a hardware low level failures alarm and vibrate anomaly. The customer¿s blood glucose was unknown. The customer reported that the insulin pump had a year vibrated noise, very loud, the customer thought it was a clip that was rattling, took clip off vibrating sound was very loud, ready to bolus, correction, vibrate 1 to 2 seconds, that¿s was when it was the loudest and has notice it the most. The self test was performed and the test was passed. The troubleshooting was performed for pump error. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No loud or rattle sound vibration noted during self test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly.